Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated the r wave amplitude was intermittently below 3 millivolts. (B)(4).

Event description:
It was reported the patient had episodes of ventricular fibrillation and was in an electrical storm. A device check was completed and decreased r-wave sensing value was recorded on the final episodes. The patient died in a manner unrelated to the sensing value.